Manufacturer narrative:
(B)(4).

Event description:
It was reported the rn called and stated that they had a patient in the operating room that had an intra-aortic balloon (iab) placed the day before in the cath lab. When they attempted to resume pumping when coming off of bypass, the balloon ruptured. They had a large flash of frank blood come back into the gas tubing, and the pump immediately alarmed for helium loss. The md then removed the iab, and chose not to insert another. The rn stated that there was no harm to the patient related to the iab rupture, and that the patient is stable in the ICU. There were no reported death or complications.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of blood in helium pathway is confirmed. The iab bladder has a full thickness abrasion which allowed blood to enter the iab. With blood in the helium pathway, the "high pressure alarm" can be triggered. The appearance of the abraded area is consistent with repeated contact with calcified plaque on the aortic wall. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. No further action required at this time.

Event description:
It was reported the rn called and stated that they had a patient in the operating room that had an intra-aortic balloon (iab) placed the day before in the cath lab. When they attempted to resume pumping when coming off of bypass, the balloon ruptured. They had a large flash of frank blood come back into the gas tubing, and the pump immediately alarmed for helium loss. The md then removed the iab, and chose not to insert another. The rn stated that there was no harm to the patient related to the iab rupture, and that the patient is stable in the ICU. There were no reported death or complications.